Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the last months the user tried to have an upgrade, however, any kind of mapping that was tried was uncomfortable. It was difficult to perform the in-situ measurements and expert measurements due pain and uncomfortable sensation reported during telemetries. A CT-scan and further medical intervention are considered.

Event description:
In the last months the user tried to have an upgrade, however, any kind of mapping that was tried was uncomfortable. It was difficult to perform the in-situ measurements and expert measurements due pain and uncomfortable sensation was reported.

Manufacturer narrative:
Additional information: based on the limited information received from the field, the recipient experienced pain whilst in situ measurements were taken. Reportedly one channel remained outside of cochlea since implantation and a further partial migration is suspected, which likely caused the reported issues. Further medical intervention is considered but no dates have been scheduled yet.